Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was to be used to deliver an unspecified medication. It was reported that prior to patient use, an unspecified volume of solution leaked. The tubing set was returned to the purchasing manager with a note that stated, ¿coming out through the blue dial.¿ no specific details were provided. Though requested, no add¿l info was provided including if the tubing set was replaced and the therapy was initiated.